Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer is on vacation and did not have his supplies available to him for 3 or 4 hours. Customer took the battery out to keep the pump from beeping at him. Customer put in a new battery and now the screen is blank. Customer's blood glucose level was over 310 mg/dl. Troubleshooting was performed and it was found that the customer was using a (B)(6) battery. Customer inserted a new aaa alkaline battery and stated that the display returned. Customer stated that the pump also alarmed battery out limit. Customer will be sent a replacement battery cap as a courtesy. Customer was explained that this is normal pump behavior. Customer's pump is now working and customer will monitor his pump. All of the customer's settings were retained. No further assistance needed.